Manufacturer narrative:
(B)(4). Date sent: 12/9/2019. Date of event: publication year of 2007. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: robotic-assisted total mesorectal excision (tme) for rectal cancer results in a significantly higher quality of tme specimen compared to the laparoscopic approach¿report of a single-center experience. Author: heiko aselmann1 & jan-niclas kersebaum1 & alexander bernsmeier1 & jan henrik beckmann1 & thorben möller, jan hendrik egberts1 & clemens schafmayer1 & christoph röcken2 & thomas becker1. Citation: international journal of colorectal disease (2018) 33:1575¿1581; doi: https://doi.org/10.1007/s00384-018-3111-x. This retrospective analysis of prospective collected data aimed to analyze short-term outcomes of laparoscopic and robotic anterior rectal resection for rectal cancer. From 2011 to 2016, 85 patients underwent minimally invasive low anterior rectal resections with total mesorectal excision (tme) and anastomosis. The patients were divided into two groups: robotic tme (n=44; n=59.1% male; mean age of 61.1±11.54 years) and laparoscopic tme (n=41; n=58.5 years; mean age of 65.1±12.0 years). In laparoscopic tme, dissection was carried out using harmonic ace (ethicon). One patient in laparoscopic tme had bleeding from the splenic vein requiring conversion to open surgery. This case controlled-retrospective analysis shows that robotic surgery in rectal cancer was associated with improved quality of the tme specimen compared to laparoscopic resection.